Event description:
During left hip hemi-arthroplasty, the surgeon began to use the bovie on the fatty tissue of the hip and the bovie pencil shot out a small orange flame. The bovie machine and pencil were removed from the surgical field and replaced with a new machine and pencil without further incident. The surgeon stated "the patient's fat could have been flammable. There was no problem when got to the muscle". There was no injury to the patient.